Event description:
Emt's responded to a person diagnosed in cardiac arrest with a lengthy down time. The first automated external defibrillator attached to the pt displayed a replace battery alarm, but was used to analyze the pt's ECG rhythm twice before a backup unit arrived. The first two ECG analyses resulted in a no shock advised decision on an asystolic rhythm. When the backup unit arrived and was used, the first ECG analysis rendered a shock advised decision. After the shock was administered, subsequent analyses resulted in no shock advised decisions on an asystolic rhythm. The rptr indicated the shock advised decision by the device was not appropriate given the pt's condition. The pt was not resuscitated. The rptr indicated the pt was not viable for resuscitation.